Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date, date implanted, PMA/510(k) number, and manufacture date.

Event description:
It was reported that patient underwent right knee arthroplasty in (B)(6) 2015. The patient's alleged doctor inquired about the chemical composition of the patient's implants. No information was provided as to the reason for the inquiry. Additionally, no patient information or surgical information was provided.